Event description:
Voluntary medwatch received via us mail reported: tandem tslim insulin pump isn't reliably holding a charge, will randomly drop, and needs to be charged more frequently. Had times when blood glucose readings have skyrocketed during nonplanned charging. Also seems to be impacting phone battery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.